Manufacturer narrative:
Trackwise ID # (B)(4). The device is manufactured by intervascular (B)(4). (B)(4) is the importer of the device. A follow up importer medical device report will be submitted once the results from the manufacturer are available.

Event description:
The doctor did the operation on (B)(6) 2019. During the operation, they used one hemashield 4b graft and found the connection between the graft body and these three branches was bleeding a lot. And then they used the autologous pericardium to mend the bleeding site. It took around 15 hours to do this operation because of the bleeding issue and therefore they delayed sternal closure for the edema.